Manufacturer narrative:
As it is unknown which device is directly implicated in this dissection event, the following device will also be included in this supplemental report: catalog #dsf1833/ serial # (B)(6)/ UDI # (B)(4). H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment using gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath (dsf) for abdominal aortic aneurysm. A 16fr dsf was inserted through the right femoral artery, but there was strong resistance, and it could not be advanced. After inserting the 18fr dsf dilator only, the 16fr dsf was reinserted and able to be advanced. The stent graft was deployed while using pushing up from the distal area of the right internal and external iliac artery bifurcation. But it could not be pushed up enough and the right internal iliac artery was unintentionally covered. Blood flow to the internal iliac arteriy remained, although delayed, and no specific treatment was performed. Access vessel dissection was confirmed in the right external iliac artery. A metal stent was placed in the dissection area. The patient tolerated the procedure. The physician stated as follows. When deploying the stent-graft, I thought I was pushing it up enough, but I think I was just pushing the whole blood vessel up.

Manufacturer narrative:
As it is unknown which device is directly implicated in this dissection event, the following device will also be included in this report: catalog #dsf1833/ serial #(B)(6)/ UDI # (B)(4). H6: code c21 - results pending completion of product history review. H6: code c20 - the device was discarded and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.